Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left-side deflation the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two opening on posterior side assessed as surgical damage like, one opening on radius side assessed as surgical damage and a cracked valve seat diaphragm valve. Additional observations: creases were observed. Brown particles in the fill channel. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.